Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to toggle between the abc/123 on the screen while attempting to enter a transmitter identification number. During troubleshooting with tandem's technical support, the customer successfully reset the pump and was able to successfully toggle between the abc/123 screen. Additionally, it was reported that there were small air bubbles in the luer lock and infusion set tubing. The customer successfully primed the tubing to remove the air. The reported events didn't not impact the customer's blood glucose level.